Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that there was an issue with the pump display pixels which made the screen unreadable. There was no reported adverse impact to customer's blood glucose. Customer continued to use pump for insulin therapy.